Event description:
As reported by the affiliate, during a percutaneous coronary inerventional procedure, the physician attempted to advance the cypher 3.0 x 30 mm across a lesion in the proximal left anterior descending artery (prox lad), when the stent migrated form the sds. It was successfully removed with a snare.